Event description:
It was reported the physician implanted a 20mm gore helex septal occluder to close an atrial septal defect which measured 6-7mm by balloon sizing. The day following implant, it was noted the device had embolized to the abdominal aorta. The device was retrieved with a snare. The defect was balloon sized again, this time measuring 9mm. A septal occluder from another manufacturer was implanted with no adverse effects.

Manufacturer narrative:
A review of manufacturing records verified the lot was processed normally and all pre-release specifications were met.